Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed (through the history log as air in line alarms) the reported "does not distinguish between a liquid and air filled tube" but could not reproduce it. It was observed that the upstream sensor had low fluid numbers due to a failed upstream sensor. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump could not distinguish between a liquid and air filled tube. It was also reported there was no patient involvement.